Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging error 2. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (6/20/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 4/8/2013 and 6/11/2013, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to be unable to reproduce an error 2 suberror 1 message. If any additional information is available, the FDA will be notified in a follow up report. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the test strips were tested and the primary complaint was not confirmed. However, a secondary issue was observed that more test strips existed in the vial than the 25 test strips expected. The meter has also been returned but not yet evaluated by lifescan product analysis. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.